Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had high impedances. Both the atrial and left ventricular (lv) leads showed that they had pulled back under fluoroscopy. The lv was repositioned and remains in use. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.